Event description:
Per complaint (B)(4) , during clinical procedure, components could not be separated.

Manufacturer narrative:
Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.